Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Additional devices used: dwb241, lot: 6844at023. H3 other text: device not available.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes with the tornier shoulder system. The report details analysis provided for procedures performed between april 2012 ¿ may 2022. During the review of the report, it was identified that on (B)(6) 2018 a patient required revision surgery due to instability, which was not previously reported to the manufacturer.